Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 5 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. A definitive root cause for the remaining foreign material could not be established. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of combined functions with related equipment" as follows: [inspection of entire endoscope] 8. Visually check that there are no abnormal protrusions, dents, deformations, or other abnormalities in the air/water supply nozzles at the end of the endoscope. [Inspection of objective lens surface cleaning function] when using the air/water supply button cover the holes in the air and water supply buttons with your fingers. Press the button while keeping the hole covered. Verify that water flows across the endoscopic image. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope experienced air and water flow issues from the air/water flow system. The event was identified during inspection for use. The intended procedure was completed using a similar device. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was foreign matter found within the nozzle. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
Prior to returning the device, the customer confirmed the following about the reprocessing of the device: (a) the customer cleaned, disinfected, and sterilized the device before sending it to olympus, (b.) It was unknown if there was a delay in the start of precleaning, (c.) It was unknown if the customer flushed the air/water nozzle with water or air. The device was returned to olympus for evaluation. The customer¿s allegation of air and water flow issues from the air/water flow system was confirmed. The nozzle was clogged with foreign materials. This was due to insufficient cleaning. Due to clogging of nozzle, water removal ability does not meet the standard value. The following findings were also identified and are as follows: (a.) Due to wear of angle wire, bending angle in up direction did not meet the standard value, (b.) Due to wear of angle wire, the play of the up/down knob (u/d knob) was out of the standard value, (c.) Adhesive on bending section cover (a-rubber) had a chip, (d.) Adhesive on bending section cover (a-rubber) had a crack, (e.) Adhesive on bending section cover (a-rubber) had white-clouded area, (f.) Adhesive around objective lens was peeled, (g.) Adhesive around the light guide lens was peeled, (h.) The switch button 2 had a scratch, (I.) The protector of the universal cord on the control section side had a scratch, (j.) Protector of universal cord on suction-connector side had a scratch, (k.) Plastic distal end cover (c-cover) had a dent, (l.) And the connecting tube had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.